Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that nothing came out of the bd ultra-fine¿ nano insulin pen needle during use while priming. The consumer reportedly uses 4 needles a day, does not visually test to see if they're straight, and does not tighten them "too tightly" while attaching. This event occurred on 15 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: spouse of a consumer reported 2 needles in a row did not work. Nothing comes out of the pen needle during the priming. He uses needles for 4 times a day. Consumer visually test the needle to see if it is straight. He does not tighten the needle too tightly on to the pen while attaching.